Event description:
The pump was returned for air compressor failure. Unit immediately alarmed at startup after excessive pneumatic charge attempts. Unit was reverted to manufacturing mode and failed pneumatic recharge testing consistent with a failed air compressor. It was also found the loading pins were very sticky, which was resolved with cleaning. New loading pin lip seals will be installed. It was also found the keypad is torn and the lcd has internally broken screw mounts. It was found that battery 2 has been physically damaged and will need to be replaced.

Event description:
The following has been reported: biomed reported: "pump problem red alarm " no patient harm was reported nor any active infusion being stopped. A preliminary review identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.